Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Review of multiple imaging studies of l5-s1 tlif with spacer inserted from the left. Screws and rods are well positioned. CT shows some increased ossification medial to l5 root in foramen as well as dorsal to l5 root in subarticular recess. No nerve compression is verified. Artifact through interbody device makes determination of solid fusion not possible.

Manufacturer narrative:
(B)(4).

Event description:
Levels: l5-s1 it was reported that only select parts of rh-bmp2/acs (i.e. Only the rhbmp-2/acs and collagen sponge) were used without the mandatory approved lt cage. The rhbmp-2/acs was applied via a transforaminal and posterolateral approach. Post-op, patient complained of worsening pain in the low back and buttocks, with associated radiculopathy in the lower extremities. Severe pain and symptoms compelled patient to undergo revision surgery.

Event description:
It was reported that the patient presented with chronic lumbar back pain and left leg pain that had failed conservative treatment including injection, physical therapy, narcotics, and anti-inflammatories. The patient underwent a bilateral tlif l5-s1 to treat left l5 radiculopathy, l5-s1 bilateral spondylolisthesis and l5-s1 spondylosis. Peek interbody devices, peek rods, and rhbmp-2/acs were used. The bmp was placed within the interbody device, and also in the posterolateral gutter. No complications were noted. 270 days post-op, a review of CT and plain radiographs was performed. 'The plain radiographs demonstrate evidence of a posterior spinal fusion with instrumentation from l5 to s1. There is evidence of a tlif at l5-s1. There is no motion on flexion and extension. It is unclear, however, whether a solid fusion is present. The CT scan demonstrates evidence of a l5-s1 mast tlif. The screws appear to be well placed. I do not see any convincing evidence of a fusion at l5-s1. There is foraminal stenosis on the left side. There appears to be some bone growth there. It appears that the cage was inserted from that side. The patient was reporting left lower extremity symptoms due to persistent l5 radiculopathy. At 326 days post-op, the patient presented for consultation. The patient reported that since his surgery, he has had moderately severe burning aching pain in his back and lower extremities. Surgical intervention was recommended. At 361 days post-op, the patient presented for pre-op consult. At 377 days post-op, the patient underwent a revision posterior decompression surgery l5-s1 with posterior instrumentation (peek rods, setscrews), allograft, autograft, and rhbmp-2/acs. Per the operative notes, ''we thoroughly explored the fusion mass from l5 to s1 and found evidence of micro-motion between l5 and s1'' we found that the exiting l5 nerve root was encased in bone. There appeared to be ectopic bone formation emanating from the l5-s1 disc space. This and the bone encasing the l5 nerve root was carefully removed we followed the nerve root out laterally through the foramen to make sure that the nerve root was nice and free. No noted complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnoses: l5-s1 bilateral spondylolisthesis. L5-s1 spondylosis. Left l5 radiculopathy. For which, patient underwent following procedures: bilateral posterior segmental spinal instrumentation, l5-s1. Transforaminal lumbar interbody fusion, l5-s1, with placement of interbody spacer. Augmentation of the anterior spinal fusion, l5-s1, with bone morphogenic protein and local bone graft. Right posterolateral/posterior spinal fusion with compressive resistant matrix, bone morphogenic protein and local bone graft. Utilization of the minimal-access spinal technology (tubular retractors). Neural monitoring with somatosensory evoked potentials and emg stimulation. Per op notes, a 12x30 mm peek interbody spacer was placed with 2 mg of bone morphogenic protein. An additional 4 mg of bone morphogenic protein on an absorbable collagen sponge with local bone graft had been packed anteriorly to this. An additional 6 mg of bone morphogenic protein on a compressive resistant matrix (5 ml) with local bone graft in the posterolateral gutter. Patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2008: patient got discharged from the hospital. On (B)(6) 2009: patient underwent CT of the lumbar spine, without contrast. Impression: several of the images suggest an asymmetric appearance of possible osseous fragmentation in the region of the left l5-s1 intervertebral foramen which is also in close approximation to the existing left l5 nerve root. Findings could be post-operative in nature but are somewhat concerning given left sided leg pain. Very mild diffuse disc bulging at l4-l5 without central canal or neuroforaminal stenosis. The remainder of the examination is within normal limits. On (B)(6) 2008: a telephone note on this date indicated nerve pain in patient's left leg with weakness for which neurontin (gabapentin) was prescribed to him. On (B)(6) 2008: through a phone message, patient described having shortness of breath. He was recommended to go to the local emergency hospital. On (B)(6) 2008: a telephone note on this date indicated continued nerve pain and left leg pain in patient along with severe headache with neurontin. On (B)(6) 2008, (B)(6) 2009, (B)(6) 2010, patient underwent transforaminal epidural steroid injection under fluoroscopic guidance. No complications were reported. On (B)(6) 2009, patient presented for his first post-operative visit, and underwent x-ray of lumbar spine, 2 or 3 views, which revealed the pedicle screws placed at l5 and s1 with a radiolucent rod connecting them. One of the screws on the lateral image looks a bit inferior. The alignment of the screws on the ap looked fine. No significant bone is seen in the postero-lateral area. Impression: unchanged l5-s1 anterior and posterior instrumented fusion. On (B)(6) 2009: patient presented with complaint of left buttock and posterior thigh pain; left leg weakness and tightness; and low back pain. On (B)(6) 2009: patient presented with the following chief complaints: left-sided lower back pain, left buttock pain travelling to anterior distal calf to left larger toe, right posterior thigh and posterior calf pain radiating to plantar aspect of right foot. Examination of patient's lower back revealed only minimal tenderness on palpation. No spasm was observed. On (B)(6) 2009, patient underwent x-ray of lumbar spine, 2 or 3 views. Impression: unchanged l5-s1 anterior and posterior instrumented fusion. On (B)(6) 2009: patient presented with complaint of burning sensation in his feet bilaterally and a lot of ischial pain when he sits. Impression: l5, s1 mast tlif with persistent radiculopathy left greater than right- slowly improving. On (B)(6) 2009: patient presented for an office visit after development of left s1 distribution pain pattern. Diagnosis: failed surgery, lumbar spine. Pseudoarthrosis, lumbar spine. Patient underwent CT of lumbar spine without contrast and x-ray. Impression: postsurgical changes noted at l5-s1 where there are bilateral transpedicular screws and intervertebral disc prosthesis. No evidence of hardware failure. Alignment is maintained. Bilateral l5 pars defects were noted. Mild right and moderate/ severe left neural foraminal narrowing at l5-s1 on the basis of disc bulge/ facet changes. Postop calcified scar tissue may also be contributing to impingement of the exiting left l5 nerve root. No significant central canal or neural foraminal narrowing at the upper limb levels. Patient also underwent electro diagnostic study. There was no evidence of acute or chronic denervation to support a diagnosis of radiculopathy. On (B)(6) 2009: patient presented for an office visit regarding his left hip and leg pain. On (B)(6) 2009: patient visited office for follow up of his l5 radiculopathy that came on with a percutaneous minimally invasive spinal fusion at the l5-s1 level. On (B)(6) 2009, patient presented with chief complaints of back pain and leg pain; and underwent x-ray of lumbar spine complete with bending. Impression: unchanged instrumented posterior l5-s1 fusion and discectomy and anterior fusion, l5-s1. There is no motion of the fused segment with flexion and extension. On (B)(6) 2009: patient underwent an MRI of the lumbosacral spine. This demonstrated evidence of post-surgical changes at l5-s1. There is evidence of enhancing granulation tissue at the l5-s1 level centered about the left neuroforamen abutting the left existing nerve. On (B)(6) 2009, the patient presented for pre-op evaluation. The patient described his pain at left leg and back as aching and burning.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: on a telephonic conversation, patient stated that she had lot of left leg pain. Left foot <(>&<)> ankle burns all the time. On (B)(6) 2009: the patient underwent MRI of lumbar spine with and without contrast due to right leg pain and persistent lumbar pain. Impression: post-operative changes at the l5-s1 level with granulation tissue noted, predominately on the left, and involving the left neuroforamen and likely contacting the left exiting nerve root. No evidence of descending nerve root impingement; no evidence of significant neuroforaminal encroachment on the right at any level; no abnormal enhancement identified. On (B)(6) 2009: the patient underwent CT of the lumbar spine without contrast. Impression: findings of lumbar fusion at l5-s1, several of the images suggest as asymmetric appearance of possible osseous fragmentation in the region of the left l5-s1 intervertebral foramen which is also in close approximation to the exiting left l5 nerve root; very mild diffuse disc bulging at l4-l5 without central canal or neuroforaminal stenosis.

Event description:
It was reported that on: (B)(6) 2009: patient underwent x-ray lumbar spine, 4 views. Impression: post-surgical changes at l5-s1 s/p fusion without evidence of hardware failure or spondylolisthesis. On (B)(6) 2009: the patient presented for an office visit for repeat clinical and radiographic evaluation prior to his upcoming surgery. The patient reported persistent burning, aching pain in his left lower extremity and the right buttock. Impression: persistent left l5 radiculopathy .this is due to persistent compression of the exiting left l5 nerve root by granulation tissue and a likely pseudoarthrosis at that level.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008: patient called and having burning in left foot. On (B)(6) 2009, (B)(6) 2010: patient presented with complaint of no improvement in his symptoms. He stated that his ¿mid back is tight and sore.¿ patient complained of low back pain, occasional mid back pain. On (B)(6) 2010: patient called for refill of medication. On (B)(6) 2009: patient presented for fluoroscopy suite for fluoroscopically guided left l5-s1 transforaminal epidural steroid injection as part of a conservative management for radiculopathy with spondylosis.

Event description:
Reportedly, the patient "developed overgrown bone, experienced significant pain and suffered other serious injuries."

Manufacturer narrative:
(B)(4).